Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the locking mechanism came apart. Therefore, the reported condition was confirmed. It was determined that the set screw coupling was damaged and water was found inside the device. The assignable root cause was determined to be most likely due to normal wear on components and loctite degradation from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the locking mechanism came apart on the sagittal saw attachment device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.